Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint ¿ patient was revised due to alval. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (side unk). Update 05/06/2013 - litigation received 04/29/2013 and attached. Complaint changed to legal. Dob added. (Right hip) litigation alleges patient had pain, discomfort and excessive levels of chromium and cobalt after asr hip implant. There is no new information that would change the outcome of the investigation. Update: 04/05/2016 der received. Patient revised to address pain. Updated cup/head and added sleeve. Complaint updated 04/18/2016.